Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found. (B)(4) the device was returned and analysis found no anomalies.

Event description:
It was reported that during the implant attempt of the replacement device, there was high impedance measurements and no pacing on the left ventricular lead at 8v. The old device was then reconnected and impedance measurements were stable. A second device was then used and impedances were once again high. A cardioversion test shock was delivered. Impedance measurements after that were acceptable. The first attempted device was not used and the second device was implanted. No patient complications have been reported as a result of this event.